Event description:
Procedure type: unk. According to the reporter: pediport center section became dislodged upon twisting to straighten flange to remove from pt. Center section separated and fell into pt abdomen. Surgeon was able to retrieve all parts which had come off. No negative pt outcome had been observed. No pt injury was reported. No add'l info available at this time.

Manufacturer narrative:
Date initial report sent: 02/19/2009.